Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 600 mg/dl. Reportedly, the customer filled the cartridge with cold insulin. Tandem technical support educated the customer on ensuring to fill the cartridge with room temperature insulin. A manual insulin injection was administered to address bg level.